Event description:
It was reported that patient received a patient notifier alert. The pulse generator was interrogated and no alert messages or indications were displayed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.